Manufacturer narrative:
Currently, it is unknown to what degree the device may have caused or contributed to the reported event. The medical records provided indicate the patient experienced adhesion. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. The patient's legal fact sheet also alleges the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the medical records, it appears the bard/davol flat mesh was removed as a precautionary measure. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2000 - patient underwent an exam under anesthesia, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy, suburethral sling "marlex" (alleged bard/davol flat), cystoscopy and urethrolysis. No product identifiers provided for the mesh placed in this procedure. On (B)(6) 2000 - the patient underwent an exploratory laparotomy with enterolysis and incision and drainage of pelvic inclusion cyst. No operative report was provided for this procedure. On (B)(6) 2001 - patient underwent a multi-part procedure which included bilateral ureteral stent placement with cystoscopy and foreign body removal (alleged bard/davol flat mesh). Operative dictation notes the "mesh" was adhered to a portion of the rectum and to the vaginal cuff and "the mesh was removed which appeared to be in a position to possibly erode into the anterior rectum." On (B)(6) 2002 - patient underwent an exploratory laparotomy with excision of a corpus luteum cyst and left incisional hernia repair with unspecified mesh placement. No operative report was provided for this procedure. On (B)(6) 2003 - patient underwent an exam under anesthesia, lysis of adhesions, removal of left uterine remnant and an abdominal-sacral colpopexy. Operative indications note "no mesh from previous asc surgery was evident." On (B)(6) 2009 - the patient underwent exploratory laparotomy, distal ileal resection and small bowel resection, intraperitoneal foreign body mesh removal (non-bard/davol), drainage of pelvic abscess, decompression of small bowel obstruction and repair of ventral incisional hernia.